Event description:
Patient had a posterior spinal fusion lumbar or thoracic surgery. During the surgery the surgeon used a interbody spacer and the tong on the cage inserter broke off inside the patient. X-ray confirmed the tong was left inside patient. Tong was not retrieved.